Event description:
On 07feb2023 the nalu reporting group became aware of a surgical intervention involving a nalu system. Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Patient subseqently complained of loss of therapy. Xray confirmed migration of the implanted leads. A surgical intervention occurred on (B)(6) 2023 to replace the implanted pulse generator and both leads.